Manufacturer narrative:
Pharmacovigilance comment: the serious, expected event of necrosis at implant site was considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage to a body structure. The non-serious, expected event of livedo reticularis was considered possibly related to the treatment. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Manufacturer narrative: the reported lot number was not valid. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-aug-2019 by a physician which refers to a (B)(6) female patient. No information about medical history, history of allergies has been provided. Concomitant treatments included botox [botox] injection on (B)(6) 2019 to glabella for facial wrinkles. The patient had previously received treatment with botox for 6 times on face (glabella on (B)(6) 2017 and (B)(6) 2018, forehead and glabella on (B)(6) 2017, glabella and nose on (B)(6) 2018, forehead, glabella, near eyes on (B)(6) 2018 and (B)(6) 2019). On (B)(6) 2019, the patient received treatment with restylane defyne (lot 16755-1) to nasolabial folds with unknown needle and technique for facial wrinkles. Same day later, on (B)(6) 2019, the patient experienced livedo reticularis (livedo reticularis) at nose and injected dexamethasone [dexamethasone] injection 1 ampule intramuscularly and received hyalase [hyaluronidase] injection to nasolabial folds. Moreover, the patient was prescribed with oral medications for 3 days (B)(6) 2019 to (B)(6) 2019. Cefaclor [cefaclor] sr tab (cefaclor hydrate 375 mg), leodase [streptodornase, streptokinase 10 mg], panburon tab. [Metoclopramide hydrochloride 5.27 mg, pancreatin 212.5 mg] and lopenin tab [loxoprofen sodium] 68.1 mg. After that, the physician reported that the patient experienced necrosis (implant site necrosis) at nasolabial folds, and was treated with unknown treatments. The severity of events was moderate. The patient symptoms were recovered on (B)(6) 2019. Outcome at the time of the report: injection site necrosis was recovered/resolved. Livedo reticularis was recovered/resolved.